Event description:
As reported, the hub of a 5.2f judkins right (jr) 5 100cm super torque plus diagnostic catheter was cracked, resulting in saline spraying through the hub, dampened pressure tracing, and visible air in the line despite several attempts to flush the catheter and transducer manifold. There was no reported patient injury. The issue was identified upon investigation of the catheter. The intended procedure was angiography. No additional super torque device was used to complete the procedure, and no contralateral approach was used. An unknown sheath was used as a concomitant device. No damage was observed prior to opening the package. The device was removed from the packaging by the hub and was not torqued or steered by the hub. There was no difficulty removing the device from the sterile packaging. Difficulty was experienced during device preparation, as the device was broken. Vessel characteristics at both the target and access sites were not available. There was no reported patient hospitalization or prolongation of hospitalization due to the event. The device will be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.